Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. It was further reported that the product was not used. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2015.

Event description:
It was reported that the dressing was press-fit with the package.